Event description:
During a dental extraction, the stryker drill handpiece became hot and caused an abrasion/burn on the patient's corner lip. Surgeon cleaned the area and applied ointment.====================== health professional's impression======================the drill piece rotated unevenly in the hand piece